Event description:
Treatment of a right cavernous (cav) aneurysm. During the procedure, it was reported that the pipelines did not fully open and a hyperform balloon was used to achieve full wall apposition (which is an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is: model#: fa-77425-14; lot#: 9664014; dom: 10/31/2012; exp: 06/24/2013. (B)(4).